Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material inside air water tube, air water cylinder, on distal end, on the adhesive between distal end and server plug-in also inside of light guide lens had signs of humidity and some corrosion. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over four (4) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Regarding the light guide (lg) lens had signs of humidity and some corrosion, foreign material could not be removed by reprocessing because the material adhered to a place other than outer surface of the device. The presumed cause of the lg lens glue peeling off was caused by physical stress such as hitting/dropping distal end, and/or chemical stress from chemical solutions, or the like. As a result, humidity invaded the lg lens which led to corrosion. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection.". Olympus will continue to monitor field performance for this device.